Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle deployed prematurely before the pod was applied to the skin. It was further noted that upon removing the pod from the packaging and performing the pre-insertion check, the cannula was observed protruding from the adhesive. As a result, the patient¿s blood glucose level increased to 21.1 mmol/l (379.8 mg/dl). According to the patient, the pod had already been applied to the skin but was subsequently removed. A new pod was successfully primed to resume treatment.